Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that over time it took longer and longer to charge and that the battery sucked on the unit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it was taking too long to charge the battery when it was half-charged. When the patient did charge it, it would take about an hour. It was also noted the setting on the product kept rotating. When the patient sat or stood up, it would be on one setting and, when they moved, it would change to a different setting. No further complications were reported or anticipated.